Manufacturer narrative:
Device not returned.

Event description:
It was reported that the right ventricular lead exhibited noise which triggered inappropriate high voltage therapy. All the lead measurements were in the range, and the noise could not be reproduced in the clinic. The physician decided to cap it during the replacement procedure of the generator due to elective replacement indication. The patient was stable prior, during and after the procedure.